Manufacturer narrative:
(B)(4). Concomitant medical products ¿ agc v2 tibial tray catalog 158500 lot s740194; unknown tibial bearing. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2017-00210.

Event description:
It was reported that the patient underwent a knee revision procedure an unknown time after implantation due to excessive wear of the tibial bearing, osteolysis, pain, varus knee, and loosening. Attempts have been made and additional information on the reported event is unavailable at this time.